Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized. Customer did not recall date of hospitalization or blood glucose levels. Customer had a kidney infection which was causing high blood glucose. Customer received treatment for high blood glucose and kidney infection. Customer had symptoms of nausea and vomiting. During troubleshooting for high blood glucose, customer declined checking for air bubbles and leaks. Customer also declined checking programming. Customer was advised that a tubing clamp would be sent to complete high pressure test. It was also reported that customer visiting the emergency room in the past six months due to high blood glucose.